Event description:
A radiologist reported that a colleague had used a gelmark during a breast biopsy procedure. Upon removal of the applicator, the md noted that the tip had sheared off. Upon removal of the biopsy device, the md further noted that the tip was in the trough of the biopsy device. There were no pt adverse effects.